Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens -10.50 diopter in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. A new shorter length lens was later implanted on (B)(6) 2018. The problem was resolved. The reporter indicated the cause of the event was unknown. Patient code: 3191-secondary surgical intervention, lens explanted and new lens implanted later. Claim# : (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.